Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the left motor will randomly disengage the brake while driving and the chair will turn to the left and stop.